Manufacturer narrative:
The system was evaluated by a siemens service engineer and was found to be operating within specification. This event occurred in (B)(6).

Event description:
It was reported to siemens that a patient suffered an injury while being examined on the magnetom skyra system. The customer reported that a narcotized patient suffered a second degree burn approximately 8 centimeters in diameter on the right side of the body. The patient was advised to look for a hospital for follow up treatment.